Event description:
It was reported that following pump implant healthcare provider (hcp) suspected either infection or "allergic reaction"; per reporter patient did "show signs of a skin infection as well." The pump was taken out and the catheter was tied or ligated. Hcp planned to use another catheter to add extra length to the existing catheter during a new pump implant using the mesh pouch, which was to be done as of the date of this report per reporter. Drug delivered via the device was hydromorphone. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.